Event description:
It was reported that during a lap bowel resection, the tip of the instrument fell off. Another instrument was selected. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.